Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the purewick canister was cracked. It was reported that a stronger vacuum needed to be installed in the device to provide stronger suctioning action. On the other hand, the device caused the patient to forget when they must urinate on their own and caused their bladder to become weak. Replacement was done for the kit on (B)(6) 2021. The patient had been using the product more than 90 days, and the purewick accessory replacement kit was purchased on (B)(6) 2021. Per follow up information received via phone on 10nov2021, the canister cracked at the top, and it was used for 30 days before cracking and using the system hampers patient ability to control the bladder. Customer stated that there was leakage into the patient brief and laying in urine had caused ongoing urinary tract infection. Customer did not use the system until urinary tract infection was better. The patient was taken to (B)(6) and received a prescription for antibiotics (name unknown) even though they could not provide a urine sample. Currently, they had home health care and would work with their physician to assist with actual diagnosis. Customer stated that they need to work on the wick placement when they can use the system again to help prevent leakage. Medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "improper materials used". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "precautions: not recommended for patients who are: agitated, combative, or uncooperative and might remove the purewicktm female external catheter. Recommendations: ensure the purewicktm female external catheter remains in the correct position after turning the patient. Remove the purewicktm female external catheter prior to ambulation. Properly placing the purewicktm female external catheter snugly between the labia and gluteus holds the purewicktm female external catheter in place for most patients. Mesh underwear maybe useful for securing the purewicktm female external catheter for some patients. Change suction tubing per hospital protocol or at least every thirty (30) days. Peri-care and placement: 3. Perform perineal care and assess skin integrity (document per hospital protocol). Separate legs, gluteus muscles, and labia. Palpate pubic bone as anatomical marker. 4. With soft gauze side facing patient, align distal end of the purewicktm female external catheter at gluteal cleft. Gently tuck soft gauze side between separated gluteus and labia. Ensure that the top of the gauze is aligned with the pubic bone. Slowly place legs back together once the purewicktm female external catheter is positioned. Note: patient can be positioned on back, side lying, frog legged, or lying on back with knees bent and thighs apart (lithotomy position) prior to device placement". H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the purewick canister was cracked. It was reported that a stronger vacuum needed to be installed in the device to provide stronger suctioning action. On the other hand, the device caused the patient to forget when they must urinate on their own and caused their bladder to become weak. Replacement was done for the kit on (B)(6) 2021. The patient had been using the product more than 90 days, and the purewick accessory replacement kit was purchased on (B)(6) 2021. Per follow up information received via phone on 10nov2021, the canister cracked at the top, and it was used for 30 days before cracking and using the system hampers patient ability to control the bladder. Customer stated that there was leakage into the patient brief and laying in urine had caused ongoing urinary tract infection. Customer did not use the system until urinary tract infection was better. The patient was taken to the urgent care and received a prescription for antibiotics (name unknown) even though they could not provide a urine sample. Currently, they had home health care and would work with their physician to assist with actual diagnosis. Customer stated that they need to work on the wick placement when they can use the system again to help prevent leakage. Per additional information received via form with sample returned on 24jan2022, it was reported that the top of collection canister was broken prematurely where blue lid attached . Patient experienced urinary tract infection and bladder infection during use and treated with antibiotics for 4 weeks and also referred to urologist.